Manufacturer narrative:
Correction to b5 from: it was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited noise and oversensing. There was no pacing inhibition or asystole of greater than two seconds. There was lead observed on the non boston scientific right atrial (ra) lead as well. There was no information on indication that the ra noise was oversensed. It was noted that the patient appeared to be in atrial fibrillation. High out of range ra pace impedance measurements were observed which resulted in a lead safety switch. Intermittent undersensing was also observed. Technical services discussed troubleshooting options. The device remains in service. No adverse patient effects were reported. To: it was reported that this pacemaker and non-boston scientific right ventricular (rv) lead exhibited noise and oversensing. The oversensing did not result in pacing inhibition or asystole of greater than two seconds. There was noise observed on the non-boston scientific right atrial (ra) lead as well. There was no indication that the ra noise was oversensed. It was reported that the patient appeared to be in atrial fibrillation. Two high, out-of-range ra pace impedance measurements were observed which resulted in a lead safety switch. Since the out of range measurements, the ra lead appeared to be operating in unipolar mode ever since. Unipolar impedance, sensing and threshold measurements have all been stable. Intermittent ra undersensing was also observed. Technical services discussed troubleshooting options. The pacemaker remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and non-boston scientific right ventricular (rv) lead exhibited noise and oversensing. The oversensing did not result in pacing inhibition or asystole of greater than two seconds. There was noise observed on the non-boston scientific right atrial (ra) lead as well. There was no indication that the ra noise was oversensed. It was reported that the patient appeared to be in atrial fibrillation. Two high, out-of-range ra pace impedance measurements were observed which resulted in a lead safety switch. Since the out of range measurements, the ra lead appeared to be operating in unipolar mode ever since. Unipolar impedance, sensing and threshold measurements have all been stable. Intermittent ra undersensing was also observed. Technical services discussed troubleshooting options. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service at this time. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited noise and oversensing. There was no pacing inhibition or asystole of greater than two seconds. There was lead observed on the non boston scientific right atrial (ra) lead as well. There was no information on indication that the ra noise was oversensed. It was noted that the patient appeared to be in atrial fibrillation. High out of range ra pace impedance measurements were observed which resulted in a lead safety switch. Intermittent undersensing was also observed. Technical services discussed troubleshooting options. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited noise and oversensing. There was no pacing inhibition or asystole of greater than two seconds. There was lead observed on the non boston scientific right atrial (ra) lead as well. There was no information on indication that the ra noise was oversensed. It was noted that the patient appeared to be in atrial fibrillation. High out of range ra pace impedance measurements were observed which resulted in a lead safety switch. Intermittent undersensing was also observed. Technical services discussed troubleshooting options. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.